Event description:
A cartridge alarm 30 was reported by the customer. A review confirmed that there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Although the pump was out of warranty, a replacement pump was arranged by technical support. Additionally, the customer expressed interest in an out-of-warranty loaner pump solution.